Event description:
The info was received by way of the lead extraction case report data base. After the extraction of a chronic, recalled pacemaker electrode of another MFR, the pt's blood pressure dropped significantly due to pericardial tamponade, i.e., a tear in the anterior surface of the superior vena cava just before the right artrium. The tear was repaired. The pt was hemodynamically stable and sent to the ccu in good condition.